Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number 13262910, from 11-dec-2016 through 11-jan-2018. There were two (2) similar events of this nature reported during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. Chapter 1 - introduction and applications under 1.4 storage and stability indicates that unopened g8 variant elution buffers hsi (s) 1, 2, and 3 are stable until the expiration date printed on the label. After opening, elution buffers are stable for three months. Store at 4-30°c. The most probable cause of the fast retention time was due to frozen g8 variant elution buffers.

Event description:
On (B)(6) 2018 a customer reported seeing fast retention time of 0.65 minutes (acceptable range is 0.57 to 0.61 minutes) and flag 27 on patient samples with the g8 instrument. The customer reported that the fast retention time issue started after the replacing g8 variant elution buffer no. 2. The tosoh technical support specialist (tss) advised the customer to adjust the flow factor from 1.14 ml/min to 1.17 ml/min; however, the retention time only changed to 0.64 minutes. The customer reported that the g8 variant elution buffer no. 2 had recently arrived on (B)(6) 2018 during the arctic cold snap and temperatures were in the minus degrees at that time. The tss suspected that the g8 variant elution buffer no. 2 was frozen during shipment. The tss advised the customer to replace with a different lot of g8 variant elution buffers. The customer purged the g8 variant elution buffer no. 2 and proceeded to run quality controls; the retention time was within range at 0.59 minutes. It is not known whether hemoglobin a1c results were impacted due to the out of range retention time. There is no indication of any patient intervention or adverse health consequences due to this event.